Manufacturer narrative:
All operating currents were within specification and the insulin pump passed the displacement test and the self test. No unexpected low battery or off no power test alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving a power error anomaly with their insulin pump. It was reported that the device powered off on the customer. It was reported that the customer's blood glucose level was 127.8mg/dl. It was reported that troubleshoot was conducted. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.